Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer was working as intended initially, however, at some point during the procedure the endowrist vessel sealer was cutting but not sealing. The customer reported that they cleaned the tip of the instrument and the same issue reoccurred. A new endowrist vessel sealer instrument was opened and functioned as intended with no issues. There was no report of patient harm, adverse outcome or injury. Multiple follow up attempts to gather additional information have been made, however, no additional information has been received as of date of this report.